Event description:
The IV team has been experiencing a problem with stylet withdrawals from certain bard PICC's. We have discussed this during our unit meeting. Today, I personally witnessed a stylet in a bard 5 french dual lumen powerpicc lot # rewa0253: I had great difficulty withdrawing the stylet from the PICC line. It finally released and withdrew intact. This is most dangerous.======================manufacturer response for powerpicc, 5f dual lumen powerpicc (per site reporter).======================I have a message out to my field assurance team with the lot numbers and they are looking into this and will follow up accordingly. My customer service representative will have a rga number on monday so we can exchange the product out for you. In the mean time let me know if you need anything else and I will follow up next week to make sure that everything is taken care of too. Thank you.